Manufacturer narrative:
Evaluation of heartmate ii lvas confirmed internal driveline wire damage that would have contributed to the reported event. The driveline was cut approximately 5.5 inches from the pump housing, a middle segment measuring approximately 11 inches was returned, and a distal segment measuring approximately 19.5 inches was returned. A driveline repair was previously performed and approximately 20 inches of the replaced portion of driveline was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, outflow graft bend relief, and outflow elbow were not returned. The replaced segment of the driveline (from wo# (B)(4)) was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment, middle segment, and distal segment of the driveline that were returned with the pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone sleeve, bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the middle portion of the driveline revealed a breach to the insulation of the green wire approximately 10 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The proximal segment, remaining portion of the green wire and the remaining wires from the middle segment, as well as the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stoppages, which were confirmed through analysis of the submitted log file, could have resulted from a short to shield if the exposed conductor from the yellow wire made contact with the braided shield while the patient was operating on the power module while on a grounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 9 months (the age is calculated from the date of implant to the event date). Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the log file analysis showed pump stops and low speed advisories. Speed drops were as low as 0 rpm. These issues only appeared while the ventricular assist device (vad) was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support, it was determined to be beneficial to keep the vad connected to battery power until further investigation is completed. X-rays will be taken in order to see if there is any compromise in the lead. The patient was admitted (B)(6) 2019 for low flow alarms with several pump stops and low flows down to 0.3lpm and power spikes 11-12w. Ldh in 800s. Differential diagnosis was short-to-shield vs pump thrombosis. 1 view of chest x-rays were taken on (B)(6) 2019. Chest computed tomography angiography showed no evidence of pump thrombosis. Plan for driveline repair on (B)(6) 2019. It was reported on (B)(6) 2019 that full length perc lead repair performed per document #1005966 rev e without issue. Patient expected to remain under observation overnight and will remain on ungrounded patient cable until evaluation of returned perc lead is provided. Reported on (B)(6) 2019, patient underwent a sub coastal pump exchange off pump. The reason for exchange was possible internal driveline fracture. Patient underwent an external perc lead repair for what was reported to be short to shield issues. A stat analysis of the exchanged perc lead was evaluated and no damage was found. Center did not feel comfortable leaving patient on an ungrounded cable, so they exchanged the pump motor to (B)(4).